Event description:
After post dilation of the left femoral with 5.0 x 200mm angiosculpt cutting balloon, while retrieving balloon the shaft broke inside the sheath with balloon attached. The sheath was then removed with balloon/shaft inside. A new sheath was inserted into the right femoral artery.